Event description:
Bilateral capsular contracture, baker grade 3, right-side.

Manufacturer narrative:
Sientra complaint: (B)(4). Requesting to void this report because this is a duplicate of report number 1651189-2022-02404. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.